Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. The main component of the system. Another relevant device: product ID: [enveor-l] lot number [0008855728] use by date [27-oct-2018] UDI [(B)(4)] . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the paddle was not fully released when the delivery catheter system (dcs) was withdrawn causing the valve to dislodge. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.